Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. No dimensional analysis was performed. Root cause was identified by the sales representative. Excessive bone has been implicated as a cause for taper connections to not engage which leads to disassociation. Further instructions in the surgical technique call for inspection and testing of the taper connections before closure. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and/or excessive activity.¿ number 9 states, "dislocation and subluxation due to inadequate fixation and improper positioning." "Note: it is critical to use the included glenoid planar to remove excess bone and soft tissue that may prevent complete impaction of the glenosphere/taper assembly into the baseplate." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-03931 / 03932).

Event description:
It was reported that the patient underwent right reverse total shoulder arthroplasty on (B)(6) 2015. Subsequently, the patient was revised on (B)(6) 2015 due to the glenosphere disassociating from the base plate.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.